Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "prosthesis rupture treatment", "breast tuberculosis" and "breast asymmetry". This record is for the right side. The device was explanted.